Event description:
The patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had been in atrial fibrillation with uncontrolled ventricular rate and was therefore having an atrioventricular nodal ablation procedure. Prior to the procedure, the physician chose to do an internal commanded shock in an attempt to cardiovert the patient out of atrial fibrillation but was unsuccessful with shock impedance reading of 0 ohms. Following the ablation, multiple commanded tests were performed and the impedance measurements were fine. Boston scientific technical services (ts) discussed electromagnetic interference (emi) can cause a 0 ohms reading. The field representative reported checking the device after the patient had left the lab and measurements were good. There was a note in the chart indicating a history of issues with emi in the room in which the procedure took place. It was concluded the 0 reading was not 'real'. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.